Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of a total abdominal hysterectomy, cystoscopy, sacral colpopexy, and birch urethropexy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced infection, urinary/bowel problems and dyspareunia. It was reported that the patient underwent mesh explant in 2004 due to infection, erosion and odor. (B)(4) -urinary/bowel problems; dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent removal of mesh on (B)(6) 2004 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.